Event description:
The pt had a bilateral breast reconstruction on (B)(6) 2012, where veritas collagen matrix was implanted along with allergan tissue expanders. The tissue expanders were filled once with 120cc of fluid. One drain was placed in the pt's right breast exiting at the left flank and the drain was removed in post-op day (B)(6) ((B)(6) 2012). The pt presented with redness in the left breast on post-op day (B)(6) ((B)(6) 2012). The right breast was not affected. The pt was given 1 gram of rocephin once a day for 5 days and then 500mg of keflex twice a day for 14 days. On (B)(6) 2012, the surgeon reported that the left breast was still red, but improving.

Manufacturer narrative:
Two (2) lots of veritas collagen matrix were implanted. Unk which lot was implanted in the left breast - the breast that became inflamed. Additional lot# (B)(4); MFR date 01/31/2012; exp date 11/04/2014. No product was returned for eval, as the device remains implanted. The device history record was reviewed. According to the device history record, the device met specification at the time of MFR.